Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the findings reported in section b5, the following were discovered; the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the scope connector cover unit had corrosion due to water leakage, the image guide protector had a scratch, the light guide lens had a crack, the distal end was shaved and parts were replaced due to annual inspection. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the distal end had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to shaved distal end. The event can be detected and prevented by following the instructions for use (IFU) sections: ·IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. ·IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.